Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported tip separation and damage to the tip jacket were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication to suggest a lot specific product quality issue. The investigation was unable to determine a cause for the reported tip separation and damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to removing the supera self-expanding stent system from the packaging pouch, the tip was frayed and separated. There was no patient involvement. A new supera device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.